Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for investigation. Final analysis found an external insulation abrasion exposing the outer coil at 39.7cm - 39.9cm from the distal tip consistent with friction to the can. All other damage found was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.